Event description:
The account generated a false reactive architect cmv igg result on a specimen that repeated negative. Initially, the specimen was processed in duplicate which generated architect cmv igg = 1.0 au/ml (negative) and >250 au/ml (reactive) results. The specimen was repeated in duplicate again with negative results for both replicates. The specimen was from a bone marrow donor which is why it was tested in duplicate initially. All internal quality control was within range. An abbott technical service representative visited the account and replaced an bent sample probe on the architect analyzer. The reactive architect cmv igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation was performed in response to the complaint of architect i2000sr generating inconsistent cmv igg results for one patient sample in 2009. The evaluation of the issue consisted of a review of customer complaints, current architect i2000sr labeling, and the information provided including the complaint text. The architect system operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent results. The probable causes for inconsistent results include bent or damaged sample probe. The complaint information notes the abbott technical support representative replaced a bent sample probe to resolve the inconsistent results issue. A complaint review found there have been no additional incidents of inconsistent result generation by architect i2000sr since the bent sample probe was replaced. This is a final report.